Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13948. The patient reported he had left his charger on too long and the antenna burned his skin. The patient as advised to use antenna pouch and also to not charge longer than necessary. A new le charger was sent to the patient to address the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in a field advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.